Manufacturer narrative:
The returned straight plate was detached from the tab, and the tab was not returned. The eyelet was broken open at one connecting edge of the plate. No other anomalies were noted. It is unknown how or when the damage occurred. The instructions for use that accompany the device note that breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a timesh straight plate was found to be broken before surgery. A new one was used to complete the surgery. According to the report, the device did not have patient contact and the patient's current status is normal.